Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that there was smoke noted at the connection between the monopolar cable 10 feet (600290) and generator console. The monopolar cord was used with a karl storz ball electrode which was plugged in to the bovie console and attempted to activate it. No injury, death or surgical delay was reported.

Manufacturer narrative:
The monopolar cable 10 feet (600290) was returned for evaluation. Device history record (DHR) review - no abnormalities related to the reported issue were identified. Failure analysis: evaluation of the monopolar cable found that the device was received in used condition with loose cable sheathing and singe marks inside the connector. The product lot number indicates a manufacture date prior to 2016. This complaint may be the result of wear or debris inside the cable being singed by exposure to heat/current. Root cause analysis: the complaint, smoked at the connection when in use with a non-integra instrument and generator was confirmed. The issue of smoking may be the result of wear or debris inside the connector. No manufacturing, workmanship or material deficiency has been identified.

Manufacturer narrative:
The following information was received via medwatch uf/importer #: (B)(4) : "monopolar cord plugged into bovie console to be utilized with electrode, upon activation smoke was noted at the connection between the cord and the console, plug pulled and no further issues noted- no harm.". Intended procedure: fistula cauterization.